Event description:
It was reported the customer's esc button was stuck. The customer's blood glucose 202 mg/dl at the time of the event. Customer could not recall any significant events leading to the keypad issues. Customer's blood glucose was 170 mg/dl at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).